Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation performed by the legal manufacturer. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The legal manufacturer¿s (oste) investigation determined that there is no design, manufacturing, material or processing related cause for the reported event. No device was returned for evaluation. The service evaluation of the device confirmed the forceps are broken but could not confirm foreign material or corrosion at the forceps. Based on the information , the cause of the broken forceps is potentially due to excessive force exerted on the device, in combination with twisting the forceps at the same time. Olympus will continue to monitor complaints related to the device and reported phenomenon.

Manufacturer narrative:
The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer flexible grasping forceps for stone fragments was returned to the olympus service department for a reported ¿broken, foreign material¿. The customer reported problem was found at an unspecified event. The initial inspection found a part of the working end is broken, there is no connection to the jaw and the grasper is non-functional. No death or injury and no impact to patient or other has been reported to olympus. The device will be forwarded to the regional repair center.